Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, and displacement tests. The device was unable to prime during the prime test due to faulty force sensor resistor. No motor error or no delivery alarm noted. The motor passed the motor test. The device had minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump was alarming motor error during basal. Customer's blood glucose was 13.7 mmol/l. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.